Event description:
Pt called lfs and alleged that their meter was reading inaccurately high. They reported no symptoms at the time of testing. They obtained a result of 141 mg/dl. The pt was comparing the result to a normal reading, which is an invalid comparison. The pt contacted their medical professional for advice. No treatment was given. The pt performed two control solution tests, which failed. The test strips were in good condition, codes matched, and the technique used to apply the blood was correct. However, the technique used to clean the puncture site was not. Based on the info provided, there is evidence of a meter malfunction; however there is no evidence of a serious injury. The meter and test strips are being replaced for the pt. No further info has been reported.